Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profile was missing. A technical support specialist (tss) reviewed the xml messages and found no errors or warnings in the admission, discharge, and transfer data. The patient had been admitted to unit, and all admit messages appeared identical aside from timestamps. A removal event from device was noted, and the customer confirmed that the patient did not appear on any station, indicating it was not an individual device communication issue. The condition was consistent with cases where patients appeared on the server but not on stations despite clean xml and tss referenced the knowledge article, patient discharged in error / how to re-admit patient / cancel discharge (a013) didn't work and advised the customer that only way to fix was by discharge the patient and re-admit. The customer ultimately resolved the issue by extending the admission inactivity days on station, which allowed the patient profile to reappear, and planned to restore the original setting after discharge. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patient's admit discharge transfer (adt) profile was not searchable on the device, requiring the creation of a temporary profile to remove medications. The customer confirmed that the profile was listed on the server, remained admitted, and had not been discharged. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.